Manufacturer narrative:
(B)(4). The device was returned and evaluated by the baxter product analysis laboratory (pal). The reported difficulty of homechoice (hc) has a burning smell coming from it was neither confirmed nor duplicated during pal evaluation. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Review of device history and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a burning smell coming from the homechoice machine during use when the patient was not connected. A baxter technical service representative (tsr) had the hp unplug the machine and advised the hp to contact their pd nurse (pdn) for further therapy instructions. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.